Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was oversensing. The device will be programmed to ddd mode to eliminate the oversensing on the lead. The lead remains in use. No patient complications have been reported as a result of this event.